Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Multiple service actions have been performed on the analyzer: the reference electrode was replaced by the customer; the field service engineer (fse) replaced the sipper nozzle and realigned the sipper tube, the reference and electrode chambers were cleaned due to salt bridge buildup. The fse replaced the ise sipper probe/cells and the washing blocks and cleaned the ise block. The fse replaced pinch tubing, a valve, the sample probe and syringe seals,cleaned the ise block again and checked and adjusted ise sipper and probe alignments. Ise checks were ok. Calibraiton and qc were acceptable. Precision tests were run and 30 ise checks were acceptable. The photometer check values looked good.

Event description:
The initial reporter complained of intermittent alarms on a cobas 6000 c (501) module occurring since (B)(6) 2019. The customer questioned 20 patient samples tested for sodium (na). Discrepant low na results were provided for 1 patient sample. The initial result was 119 mmol/l. The repeat result was 140 mmol/l. The patient was also tested by an unspecified blood gas instrument with a result of 139 mmol/l. The low result in question was not reported outside of the laboratory. The na cartridge lot number and expiration date were not provided.